Manufacturer narrative:
The insulin pump was received with frozen display due to moisture damage at electronic assembly. The insulin pump was also received with moisture damage on the keypad, motor and vibrator assembly. Analysis was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Analysis was unable to verify motor error alarm due to frozen display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that two of her daughter¿s reservoirs were leaking. She stated that there were bubbles in the reservoir and she sent one of the reservoirs back. At the time of the incident, the customer¿s blood glucose was 520 mg/dl. The caller thought she had gotten rid of the issue but stated that two hours later, insulin leaked out into everything. She said that the pump kept saying rewind and alarming motor error. The caller stated that insulin got into the pump. They were advised to disconnect at the quick release. They reviewed alarm history and found motor error but pump isn¿t allowing them to do anything. Button error alarm is not present. During motor error alarm troubleshooting, the caller said that the customer was not able to rewind the pump. They declined troubleshooting for their high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returning for analysis.